Event description:
It was reported that two months and nineteen days post a port placement, the catheter at the distal end of the port seat latch connection was broken and falls into the heart. It was further reported that the broken catheter moved from under the skin and falls down the blood vessel into the upper chamber to the heart. Reportedly, the dropped catheter was removed by interventional use of biopsy forceps to remove the lower vena cava by grasping the dropped catheter. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one x-ray image and one electronic photo was provided for review. The image shows the port in the right subclavicular region attached to an external infusion catheter. The device catheter is not seen. The photo show the clinician holding one power port and the lateral view of the cath-lock was noted. Cracks were noted on the port. However, the investigation is inconclusive for the reported catheter fracture, material separation and migration issues as the provided evidence of the reported issue was not sufficient enough to confirm the event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and nineteen days post a port placement, the catheter at the distal end of the port seat latch connection was broken and falls into the heart. Reportedly the broken catheter moved from under the skin and falls down the blood vessel into the upper chamber to the heart. The dropped catheter was removed by interventional use of biopsy forceps to remove the lower vena cava by grasping the dropped catheter. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. The pro code and 510 k number for the powerport isp MRI 6f chronw/os products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.